Manufacturer narrative:
The reported event of helix damage was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and was clogged with blood/tissue. Visual inspection and x-ray examination did not find any anomalies except for the stretched and bent helix consistent with procedural damage which contributed to the helix damage reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited loss of capture, and the helix appeared to be bent during the removal of myocardial tissue. The lead was not used and replaced during the procedure. There were no patient consequences.